Manufacturer narrative:
The follow-up was submitted to correct the UDI number.

Manufacturer narrative:
The follow-up was submitted to correct the lot number.

Manufacturer narrative:
This follow-up is to correct the initial 3500a. The initial report should be 17-apr-2018.

Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient came in for a trial procedure which resulted in a csf leak. The case was aborted and the csf leak was resolved. No additional intervention was provided and the patient is currently doing well.